Event description:
It was reported that during a nissen fundoplication, the device would not deploy staples. Used a second device to complete the case with no pt consequence reported.

Manufacturer narrative:
D4; h4: info anticipated, but unavailable at this time.